Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 5 drawer as failed. A field service engineer replaced full height insep for auxiliary 5 to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was failed frequently. The customer stated that the error occurred when randomly during pulling the medications and there was a no delay in dispensing workflow. There were no adverse events or injuries reported based on this event.